Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during last fill of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location during use of a homechoice cassette which led to the alarm. It was further reported the bags and lines were in a container; the container was full of solution. Renal therapy services (rts) assisted the patient with clearing the alarm and reviewed proper procedures per the user manual. Rts advised the patient to use manual bags to continue with therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.